Manufacturer narrative:
(B)(4). There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the peritonitis. Medical records indicate the peritonitis is secondary to the peritoneal dialysis catheter. This diagnosis, the patient¿s admission of forgetting to mask and glove, as well as the organism staphylococcus epidermidis would suggest that the peritonitis was touch contamination.

Event description:
Medical records were received from the patient's treatment facility. The patient presented to the hospital on (B)(6) 2016 after 3 days of diffuse abdominal pain. The pain was described as sharp, constant and associated with decreased appetite, bloating and nausea. In addition, the patient experienced fever, chills, diaphoresis and shortness of breath over the previous 3 days. The patient had trouble with her peritoneal dialysis machine not draining well 3 days prior to this date but, the issue was resolved the day before and the patient's dialysis went well the night before. The patient also stated she had ongoing diarrhea the previous 2 - months and was prescribed diphenoxyla-atropine by her primary care physician which she had been taking the previous month. The patient was diagnosed with peritonitis and treated with intraperitoneal vancomycin and intravenous rifampin. In addition, the patient was treated for bilateral pleural effusions. The patient was discharged (B)(6) 2016 and diagnosed with peritonitis secondary to peritoneal dialysis catheter infection. The nurse indicated the patient admitted she forgot her mask and gloves and the patient and family were re-educated.

Manufacturer narrative:
(B)(4). The liberty cycler was not returned or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was hospitalized due to peritonitis on (B)(6) 2016 and was discharged on (B)(6) 2016. The organism that was cultured found staphylococcus epidermidis. The pdrn reported the patient did not follow aseptic technique when performing treatments. The patient and the patient caregivers were re-educated on aseptic technique when performing treatments and resumed performing peritoneal dialysis treatments. Patient medical records have been requested.